Event description:
It was reported that the user experienced elevated blood glucose while using the ilet system and had removed the infusion set and tubing before contacting support; the user then performed a full set change with an inset 6 mm, 23-inch tubing and received education on proper insertion technique, and trace ketones were reported on home testing. Symptoms included hyperglycemia with trace ketonuria. Outcomes included user self-management at home with monitoring and no healthcare utilization reported. Investigation included customer interview attempts, review of reported use, and troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, occlusion, or set damage due to lack of returned product and absence of corroborating evidence. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.